Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history record indicates the manufacturing documents were reviewed and no complaint related issues were found. The additional evaluation indicates the reporters complaint that the unit was running hot was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time additional codes: dzi, erl, hbe. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Event description:
It was reported that the electric pen drive was running hot. Per additional information the incident was discovered during pre-testing. No patient involvement. This is complaint 1 of 1 for complaint #(B)(4).